Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2012. During this time the device records multiple occasions in which the temperature was recorded below the minimum recommended stand-by temperature of 0 degrees celsius with a low of -5.6 degrees celsius recorded. On the (B)(6) 2012 the device failed the weekly auto self-test due to a low battery. At this time the temperature was recorded as -6.2 degrees celsius. Later on the (B)(6) 2012 upon return to a warmer environment an increase in voltage was observed and the device was power cycled passing a self-test. Multiple manual power ups of mainly ten minutes duration were observed between the (B)(6) 2015 and the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The low temperatures would account for the low battery fails detailed in the report. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.

Event description:
There was no patient involved in this event. Device switches on automatically.